Event description:
On (B)(6) 2011, check band alarm sounded at 1115, readjusted, then again at 1120, readjusted. At 1130 sounded again - this is a new band and the baby was just admitted. At 1131 - check band alarm again - readjusted band yet again. At 1929 yellow check band alert so readjusted. At 1933, yellow band alert sounding again. Applied new band and moved sensor to other leg. The # (B)(6) boy. On (B)(6) 2011 at 0319, yellow check band alarmed and was readjusted and then again it was alarming at 0424. At 0442 when check band alarm went off yet again a new sensor and another new band applied. On (B)(6) 2011 at 0950 check band alarm sounding again. Checked and adjusted. At 0957 alarm sounding again. At 1020, same alarms sounding yet again and band readjusted again. Multiple alarms without apparent reason through the course of this baby's stay - causing nursing time and parents questioning reliability of security system. Exp date: sensors (B)(4).